Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during implant of the right atrial lead, when the helix was extended and after a certain number of turns for extension, the body of the lead began to turn itself. Due to this issue, the lead could not be fixated in the atrium. The lead was removed and no other lead was implanted in the right atrium. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.1 cm. Visual examination of the lead found the lead body was twisted throughout the entire lead consistent with that occurring at the time of procedure and the measured full helix extension length was within specification. X-ray examination of the lead found the inner coil in the connector region was over-torqued due to procedural damage. The cause of the reported event of lead body turning was due to the over-torqued inner coil consistent with procedural damage.